Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn (B)(4) failing rate accuracy. Went over the setup of the test equipment with bio med. The IV bag was not set to 20 inches. Had him adjust bag. After adjustment ran rate calibration and unit passed rate accuracy.